Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the force sensor test. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had a cracked right plunger case and visible contamination by the "l" bracket pole clamp. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. No device problem was found. Replaced speaker as a preventative measure. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 3500 h4: correction: device manufacturing date: 18-nov-2019

Manufacturer narrative:
Functional testing was unable to duplicate the issue. Force sensor reading are all in specified tolerance as follows: no load 0 : count =35 and force readings 0.00 lbs. At 5 lbs. Force readings 5.08 lbs and at 15lbs force readings 15.07 lbs. However; error was found in event/error history log (ehl). Device passed all functional testing. No problem found. Replaced plunger cable as preventive measure. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4) corrected data: h6, h10